Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) for syncope. The implantable cardioverter defibrillator (ICD) initially detected ventricular tachycardia (vt) and appropriately delivered therapy; however upon redetect, the patient still had a fast arrhythmia and the device did not withhold therapy and inappropriately shocked the patient for detecting an atrial fibrillation (af) with rapid ventricular response (rvr) as a vt episode. The device remains in use. No further patient complications have been reported as a result of this event.